Event description:
On (B)(6) 2010, the patient reported that the up/down buttons on his insulin infusion device are not properly working. He was not able to increase the beep volume to maximum due to the up button not working. He said both buttons pop up when pressed. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.